Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment past the second o-ring. Customer's blood glucose was 205 mg/dl. Customer was advised on issues that can cause leaks. Customer was advised to return the reservoir for analysis.